Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and patient ethnicity and race: unknown/asked information unavailable. Date of event: unknown/asked information unavailable. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted, therefore not explanted. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the z9002 intraocular lens (iol) was damaged while loading and extent of patient contact is unknown. It is unknown if the incision was enlarged, unknown if suture(s) were required, and unknown for vitrectomy. Patient status post-procedure was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 19-apr-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with a cut to the optic body and with both haptics bent. The lens was cleaned and, damage to the optic body could be identified. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.